Event description:
It was reported that after using the device some metal powder came out. There was no report of patient impact

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). One sample was received with original pouch and product label identifying sample as item (B)(4) - round stainless steel cutting bur from lot 0205910652. The sample received included the bur component and a small piece of brown colored gauze with broken piece of blue striped tubing intact. The tubing and gauze material are not part of finished good assembly and were likely been utilized by the customer in addition to the product. A small blob of blood residue was present on the proximal end of the bur shaft indicating customer use of the device. Under magnification, the burr tip did not appear to have undergone damage or fragmentation. There were no signs of worn burr tip to indicate dislodgement of burr tip material and/or shavings. The complaint event could not be confirmed to state that the foreign material observed was generated from the reported device. Method: microscopic inspection.